Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and when the catheter was removed from the patient's cardiac cavity, no irrigation flowed. This issue occurred approximately 2 hours after the pentaray was first used. The irrigation pump was not used on patient. The issue was resolved by replacing the catheter to another new one. The procedure was completed without patient's consequence.

Manufacturer narrative:
E1 (B)(6).this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-may-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and when the catheter was removed from the patient's cardiac cavity, no irrigation flowed. This issue occurred approximately 2 hours after the pentaray was first used. The irrigation pump was not used on patient. The issue was resolved by replacing the catheter to another new one. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. An irrigation test was performed, and an occlusion was detected. Further investigation revealed that the irrigation tube was found bent in the tip section. A manufacturing record evaluation was performed for the finished device 31090255l number, and no internal actions related to the reported complaint condition were identified. The irrigation tube damage observed could be related to the irrigation issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the bent condition could not be determined. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).